Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 pfs and medical records received. After review of the medical records for MDR reportability, the primary surgery notes reported a small crack in the lateral surface of femur while using #3 broach.

Manufacturer narrative:
On 09/02/2016 pfs and medical records received. After review of the medical records for MDR reportability, the primary surgery notes reported a small crack in the lateral surface of femur while using #3 broach. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.